Event description:
It was reported to philips that the system could not perform exposures due to low space. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was in progress when the issue occurred was completed after the system was restarted. No harm to the patient or user was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. It was confirmed that deleting the saved images did not solve the problem. Troubleshooting and assessment of the system event log found a "image processing malfunction" error message. The fse checked the host pc and the image processing pc (ippc). The fse re-plugged in the host pc's hard disk and connection cable. After these repairs were done, the system was returned to use in good working order. The codes were updated based on the investigation outcome.